Manufacturer narrative:
This foreign report is being submitted on 1-jun-2017 for a device product that is considered same/similar to a us marketed device (bab sheer 1 in x 3 in). This closes out the report unless additional significant information is received.

Event description:
This spontaneous report was received on 05-may-2017 from a health authority ((B)(6)) reporting on (B)(6) male consumer from (B)(6). The medical history and the concomitant medications were not reported. On (B)(6) 2017, the consumer started using band aid sheer strips 8 (lightweight band-aid), about two days and replaced about every four or five hours a day, to prevent bacterial infection and accelerate wound healing on the injured finger (route: cutaneous, lot number 151212u and expiration date 30-nov-2018). After two days, the consumer noticed that the area where the device was applied (paste part) turned pale and white just like having been soaked in water. The consumer did not use any other product concomitantly. After three days, the device was discontinued. After four days, the event pale skin resolved. This report was assessed as serious (medically significant). The company causality was assessed as related.